Manufacturer narrative:
Event date is estimated.

Event description:
Patients ipg is reportedly not connecting to any external device. Surgical intervention is expected to take place to rectify patient issue.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention wherein the patients ipg was explanted and replaced on (B)(6) 2023 .